Event description:
It was reported that during a non-tortuous, moderately calcified superficial artery interventional procedure, a miracle bros guide wire was advanced and crossed the lesion. A fox cross balloon delivery catheter was advanced and the balloon was dilated to 16 atmospheres without issues. The miracle bros guide wire was removed and a versacore guide wire was advanced. The versacore guide wire would not cross through the lumen port of the fox cross balloon to the lesion. The versacore guide wire was removed and a non-abbott guide wire was advanced. Reportedly, the non-abbott guide wire was able to cross through the lumen port of the fox cross balloon but force was applied. Although no intervention was needed, the fox cross balloon was removed with much difficulty fully deflated. An armada 35 was advanced over the non-abbott guide wire to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Resistance with a new guide wire was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.